Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon evaluation, the monitor failed essential performance testing and displayed a service code 102. The cause of this was the r45, c2 and c10 were burnt on the ca board. The root cause of the burnt r45, c2 and c10 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.